Event description:
It was reported that balloon rupture occurred. The patient presented with a renal hypertension and underwent percutaneous transluminal renal angioplasty procedure. The 100% stenosed target lesion was located in the severely tortuous and severely calcified left renal artery. A 4mm x 20mm x 144cm coyote es balloon catheter was advanced for dilation. During the procedure, upon the first inflation at 8 atmospheres for 10 seconds, the balloon ruptured. A balloon pinhole was noted. The procedure was completed with another of the same device. There were no complications reported, and patient was in good condition after the procedure.